Manufacturer narrative:
With concomitant medical products: 900sfc28 heart ring; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity had dropped more than expected due to high right ventricular (rv) lead outputs. Both the  implantable pulse generator (ipg) and rv lead remain in use. No patient complications have been reported as a result of this event.